Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative vlift expander inside shaft fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot 165223 (1): device not yet returned.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative vlift expander inside shaft fracture. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot 165223 (1): manufacture date 24 june 2016. Device returned 04 august 2022.